Manufacturer narrative:
Corrected data:device manufacture date: the device manufacture date was documented as september 29, 2015 in the initial report. The device manufacture date has been updated as september 29, 2006. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a high temperature. Therefore, the reported condition was confirmed. It was determined that there was excessive substance looking like tar inside the "nost tube" due to emersion / cleaning procedures not being followed properly. The assignable root cause was determined to be due to component damage caused by user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the long attachment device had high temperature. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The incorrect product return date was inadvertently inserted into the initial medwatch report. The correct date (sep 29, 2015) has been entered into this supplemental report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.